Event description:
During vaginal hysterectomy, physician noted bleeding from last vessel sealed. Physician removed uterus and noticed bleeding from vessel. Over-sutured vessel to effect seal. Device discarded and not available for analysis.